Event description:
It was reported to intuvie that during preventive maintenance (pm), the pump failed the earth ground resistance test. The failing value is unknown. The passing specification for the ground resistance test is <0.1ohm. There was patient involvement was reported.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. It was reported to intuvie that preventive maintenance (pm), the pump failed the earth ground resistance test. The complaint was confirmed. The power filter module was replaced, and the issue was resolved. A review of the serial number history revealed no similar complaints related to ground resistance associated with the device. Reference to complaint # (B)(4).